Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil and the delivery wire were not interlocked. The main coil was detached/separated in two parts at middle section. Also, it was kinked and stretched. The introducer sheath was inspected, and no damages were found. The delivery wire was inspected, and no damages were found. Microscopic inspection confirmed that the main coil was detached/separated in two parts at middle section.

Event description:
Reportable based on device investigation completed on 01aug2022. It was reported that the coil was stuck in the catheter. The target lesion was in the iliac artery. A 15mmx40cm interlock .035 was selected for use. During the procedure, it was noted that when this coil was placed, it was found that the coil could not be pushed out and was stuck in the middle of the non-boston scientific catheter. The physician chose to withdraw the coil, but the coil could not be withdrawn and finally chose to retrieve it together with the catheter. The procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the main coil was detached/separated in two parts at middle section.